Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. A field service engineer replaced the modular controller board and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system sjctrad had a drawer failure, prevented the user from accessing medication. The customer stated that there was a delay in dispensing the medication and the device was in the procedural area. There were no adverse events or injuries reported based on this event.